Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Review of the stored episodes over the past several months noted the rhythm was detected in the ventricular tachycardia (vt) vt zone. Atp successfully converted the arrhythmias. Atrial undersensing was noted throughout the episodes. The atrial sensitivity is programmed at automatic gain control (agc) 1.5mv (millivolts). Further review was recommended. Additional information was received that this implantable cardioverter defibrillator (ICD) continues to provide anti-tachycardia pacing (atp) therapy to convert arrhythmias along with atrial undersensing being observed at programmed sensitivity agc 1.5mv. At this time, the device and right atrial (ra) lead remain in service. No adverse patient effects were reported. Additional information was received that recently atrial undersensing was observed on the stored electrograms (egms) during atrial fibrillation (af) episodes. The ICD provided twenty bursts of anti-tachycardia pacing (atp) across multiple events and two 31j (joule) shocks. Each shock reverted the rhythm regardless of the origin. Therapy was noted to be potentially inappropriate. Lead measurements are stable, and battery longevity is normal. The ICD remains in service and no adverse patient effects were reported. Technical services (ts) recommended the patient to be evaluated in-clinic for further evaluation. At this time, the device and right atrial (ra) lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Review of the stored episodes over the past several months noted the rhythm was detected in the ventricular tachycardia (vt) vt zone. Atp successfully converted the arrhythmias. Atrial undersensing was noted throughout the episodes. The atrial sensitivity is programmed at automatic gain control (agc) 1.5mv (millivolts). Further review was recommended. At this time, the device and right atrial (ra) lead remain in service. No adverse patient effects were reported.